Manufacturer narrative:
Additional information: a review of the event was conducted by an isi medical officer and the following additional information was provided: "if the dissection is not circumferentially completed around the vessel, the clip may not fully encircle it. This is related to the procedure step or anatomy." The event is not related to the da vinci study device but is probably related to the study procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 185 cm., body mass index (bmi) 23.7 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure. During the procedure, small bleeding occurred. While placing a proximal ligaclip on the anterior segmental artery of the upper lobe, a small bleed occurred when the clip pierced the vessel. Three minutes of compression were applied, followed by placement of two additional proximal ligaclips to control the bleeding. There was no report of the estimated blood loss. The procedure was completed without further complications. It was reported that there were no malfunctions of the da vinci system, its accessories, or its instruments during the procedure. As part of standard care, a chest tube drain was placed post-operatively and remained in place until the next day; discharge occurred the same day. The patient had no post-operative complications and required no re-interventions during hospitalization.